Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a poor cut of water supply. The device was inspected prior to use, the issue was found during an unspecified diagnostic procedure, and the procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the water removal ability did not meet the standard value due to the clogging of the nozzle. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of precleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the customer wiped / brushed the air and water nozzle with clean lint-free cloths / sponges / brushes, the air / water nozzle was flushed with the detergent solution, and there were no concerns about reprocessing. Additional findings include the following: the adhesive on the bending section cover had a chip / white-clouded area, the image guide protector had a scratch, the protector of the universal cord on the control section / scope connector section side had a scratch, the adhesive around the objective lens was peeled, the adhesives around the light guide lens had a white-clouded area, and the plastic distal end cover had a dent / a burn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the foreign objects in the nozzle from the obtained information. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: the event can be detected and prevented in accordance with the following IFU. The instruction manual evis lucera gif/cf/pcf type 260 series describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.